Event description:
End of IV tubing did not untwist to be able to connect to extension tubing. It was fused together. Manufacturer response for patient care support, continu-flo solution set with duo-vent spike (per site reporter). Baxter ref number [redacted].